Manufacturer narrative:
An eval and testing of the needles could not be performed, as the products were already discarded at the user facility. Without the involved needles, the root cause of the reported breakage could not be determined. Of a lot containing (B)(4) units, there were no other similar reports received. This is a new product and the new products engineer is monitoring all failures. Needle breakage is addressed in the risk document and the risk analysis performed found this failure acceptable.

Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #(B)(4)) in a difficult rotator cup repair case, the tips of three needles broke inside the surgical site. All three tips of the needles broke while the surgeon was in the back of the shoulder retrieving retracted subscap tissue underneath the acromion. Two (2) out of the 3 broken tips were retrieved. The report indicated that the likely cause was due to the limited space and torque placed on the needle as it was manipulated under the acromion to make room to pass the suture. Acromion was hit multiple times during the process. Despite the broken tips, the surgeon believed that it would not have been possible to reach this tissue using his regular technique and without the suture passer the subscap would have had to be left untreated. There was no pt injury and no surgical delay with this reported problem.